Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H10: livanova deutschland manufactures the s5 system. The incident occurred in japan. As per follow up with the customer, the following information were received: 1) around 30 minutes into the surgery, the main pump gradually stopped rotating, lcd also went black, and finally the whole device went black. The pump rotated and stopped repeatedly until it came to a complete stoppage, and centrifugal pump was replaced with the other manufacturer¿s stand-alone pump to continue extracorporeal circulation. He used a hand-cranked (centrifugal) pump, but the wire broke while he was turning it by hand, making it impossible to turn it by hand, so he switched to another manufacturer¿s stand-alone centrifugal pump. Pump stop time was about 2 minutes. 2) the discharge test was performed two weeks before the event and unit was working without any problem. Battery was tested before starting the surgery and it was 100% charged. During the procedure, battery charge capacity went from 40% to 50% and then dropped to 0%. 3) the patient is awake after the surgery, and the effects on the patient are unknown, but there appears to be none at this time. 4) after the surgery, when reproduction test was done on site, no power could be supplied to each device and none of them worked. No test to see if the s5 was working on battery was done. Replacement of the ups module and power cable did not solve the issue. Replacement of the entire e/p pack solved the issue. All affected devices were manufactured in 2009. Verification confirmed that battery was replaced in 2016/2019/2022. No information on any change before 2015. The s5 has been investigated by livanova japan. Initial investigations suggest the root cause of the reported event is the failure of power supply because the power supply was found not outputting the proper voltage. Specifically, voltages on power supply and battery were found out of specification if any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report that, during a procedure, a s5 stopped running and did not restart. The procedure was continued by hand-cranking. Centrifugal pumps have been replaced by pcps. Battery error message occurred: system panels lost power one after the other. In details, the main centrifugal pump stopped working, then other pumps stopped working. There is no report of any patient injury.

Manufacturer narrative:
H10: through follow-up communication, it was reported by customer that no alarm rang. "Battery test required" is a message that occurs usually as soon as the unit is turned on when the self test of the console is performed and in the exceptional case of a deep discharge of the batteries when the mains power is restored or before the unit shut down. It is not an alarm, and the test can be postponed, therefore there is only a notification sound. From s5 instructions for use, alarm tones cannot be switched off. However, the volume can be set as desired between the minimum and maximum values. It cannot be excluded that customer set the volume at a low level and it was covered by other sounds and noises in the operating room. The e/p (electronics and power) pack (with original switching power supply and ups module) of the involved s5 system was returned to livanova deutschland for investigation. Visual inspection of the component did not revealed any trace of dirt or oxidation, nor damaged internal parts. Subsequent tests of the components involved in powering the system have been performed: 1) voltages of the batteries were tested and it was found that they were low: 9.7 and 9.8v respectively. Batteries were then recharged in order to perform a battery discharge test and verify the capacity. During charging of the batteries with laboratory device, it was found that the withdrawn current was at the limit during all the time. 2) battery discharge test revealed that the capacities were still within specification: 18.3 and 18.1 amph. 3) switching power supply was tested at input and output for voltages. It was confirmed that at input the voltage was found in specification (101v), while it was giving only 2.5v at output. The low output signal caused by a defective switching power supply made the circuit board switch from main ac power to battery mode. 4) ups module was tested for the output signal to verify the voltage supplied to the console. The device was connected to a dummy load to apply a load current and it was confirmed that no voltage was measured at output. Further investigation of the two internal boards of the ups module was performed in order to identify the root cause of the fault. Visual inspection of the two boards revealed no oxidation nor burn signs or damages. Test of the circuit board ups charging device revealed no malfunction in the electronics, but it was found that it was receiving an anomalous signal from the circuit board ups control. Inspection of the control board confirmed that the microprocessor was faulty and producing the wrong signal for the charging unit. In order to avoid damages, the hardware watchdog system switched off the charging unit, preventing the system to charge properly the batteries. Based on all the gathered information, most likely the following scenario of events occurred: machine start-up: self-test of the console confirmed that the device was working properly, procedure start: the switching power supply failed, and the equipment switched to battery mode, consequently batteries started to discharge displaying charge capacity. Since the message "ups active due to mains power failure" was not displayed on the screen, it is reasonable to assume that the user acknowledged it and therefore was aware that the system was working in battery mode. ¿battery test required¿ message was displayed: batteries can supply the console only for less than half an hour in case of full load and at the end of the deep discharge shutting down of all system occurred. Review of complaint database was performed and revealed no similar event caused by a double failure of electronic components, therefore there is no concerning trend for this kind of failure. Based on all gathered information, the root cause of the event was determined to be related to independent failure of multiple electronic components occurred suddenly and soon after the self-test performed at device switch on. Failure of electronic boards can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impacts (drops and falls), and power overloads/surges but also to variability of micro sub-components.

Event description:
See initial report.